Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up with the pulse generator in backup operation due to memory corruption. The was successfully restored via programming interventions. There were no patient consequences.